Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Samples received: 4 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There were no previous complaints of this code/batch for this issue. There were (B)(4) units manufactured and there are no units in OEM stock. All packs received are tight. Visually, thread surface appearance of samples received is correct. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). The thread is rough and provides a sawing result in the tissue.